Event description:
We received an allegation of questionable glucose results for one patient tested with accu-chek inform ii meter when a comparison was performed. The reporter stated that they only saw a message on the meter which indicated that the initial result was above the set critical range (above 400 mg/dl). The reporter obtained the results from the cobas infinity point of care (poc) application. The meter result at 11:24 am was 452 mg/dl. The meter result at 11:26 am was 341 mg/dl.

Manufacturer narrative:
The serial number of the accu-chek inform ii meter is (B)(4). The quality controls were within the specified ranges on the day of the event. The test strips were requested for investigation but have not been received at this time. If the product is received, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
H6 - component code was updated.